Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta white 360degtube 10cm india component damaged extension of 10cm connecta broke in between the procedure.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the tube of the component is damaged. Bd determined that the cause of the failure was most likely due to the introduction of a lot of pressure on the device during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.